Manufacturer narrative:
On (B)(6)2020, the suspected medical device was returned for evaluation. Mentor received additional information regarding the suspected medical device. It was a 525cc mentor smooth round moderate profile prosthesis (catalog #: 3501685, lot #: 6541730). The relevant fields have been updated. On (B)(6)2020, mentor received additional information regarding the patient's symptoms and revision surgery. The patient experienced bilateral grade I ptosis. The patient underwent bilateral removal and replacement with two 525cc mentor smooth round moderate profile prostheses (catalog #: 3501685). On 30-jul-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation of the device, no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear at a junction at the valve system. Microscopic examination was performed, and the cause of the deflation could not be identified. According with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Updated reason for device explant and/or reoperation: deflation, ptosis. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a primary breast augmentation with an unspecified 525cc mentor saline breast implant and experienced postoperative right-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo removal and replacement with a 525cc mentor smooth round moderate profile prosthesis (catalog #: 3501685) on (B)(6) 2020.